Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion of the 30-degree endoscope, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse did not find any related error in the logs. The tse had the customer reseat the 30-degree endoscope, but the issue persisted. The customer used a new 30-degree endoscope to continue with the procedure. The tse advised the customer to check the 30-degree endoscope or power cycle the system if the same issue would reoccur. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The root cause of non-intuitive motion is attributed to a defective 30-degree endoscope. This issue can be resolved by replacing the endoscope. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 device manufacture date is not available.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon could not operate the 30-degree endoscope up and down correctly. The customer received phone assistance from the technical support engineer (tse). The tse did not find any related error in the logs. The tse had the customer reseat the 30-degree endoscope, but the issue persisted. The customer used a new 30-degree endoscope to continue with the procedure. The tse advised the customer to check the endoscope or power cycle the system if the same issue would reoccur. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the 30-degree endoscope was inspected prior to use with no issue. The 30-degree endoscope did not move as intended and will not be returned.